Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 38 mg/dl. Customer stated that the bad sensor alert occurred after a 2nd consecutive calibration error. Discuss to the customer the timing of calibrations leading to alert and calibration protocol. Customer was advised to remove and change out the sensor. Customer was advised to return and we will replace sensor. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 38 mg/dl. The customer was treated with bottle of glucose.